Manufacturer narrative:
The full name of the initial reporter is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue replaced the drive side safety disk and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) safety disk failed the leak test upon installation of the safety disk. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The removed safety disk was returned to national repair center (nrc) for evaluation. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service. The nrc could not verify the failure of the safety disk failing the membrane differential test. The result for the membrane test was 3mmhg. The factory specification is +- 6mmhg. Sending the safety disk to sustaining engineering per procedure.

Event description:
N/a.